Event description:
A peritoneal dialysis (pd) pt reported experiencing drain complications during treatment. The pt remained asymptomatic. Drain 0:512ml; fill 1: 2001ml drain 1:3770ml; fill 2: 1999 ml drain 2:2494ml; fill 3: 2007ml drain 3:2154ml; fill 4: 1999ml drain 4:2112 ml. The reported drain volume of 3770ml was 188% over the expected drain volume which resulted in a reportable device malfunction. The pt did not require medical intervention or treatment as a result of the overfill.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.